Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days after it was first implanted, this right ventricular (rv) lead exhibited loss of capture (loc) and generated an alert to check the lead due to 4 consecutive failed automatic capture threshold tests. In-person testing was performed; a decreased amplitude was observed but all other electrical measurements were stable and in range. A chest x-ray showed the lead was in an optimal position. Treating physician suspected the patient might have experienced acute inflammation post implant. No adverse patient effects, patient is not pacing dependent. At this time, the lead remains in service. Boston scientific technical services (ts) reviewed the stored records of the system and stated the lead trends indicate fluctuation in the intrinsic amplitude and impedance measurements. No out of range measurements were observed. Ts also clarified that the rv auto trend was not able to retrieve a threshold due to the presence of noise in the evoke response channel. However, this is not necessarily indicative of noise in the rv sensing channel. As suspected by the physician, these could be due to maturation process of the newly implanted lead. Further in person testing was recommended to evaluate the condition of the lead. There is no immediate risk for the patient as pacing percentage is less than 1%. The field representative transmitted the findings and suggestions to the physician. An in-person follow-up was scheduled. Additional information confirmed the patient was checked in clinic and the sub-optimal measurements remained unchanged. Subsequently, the physician surgically repositioned the lead in the high septum. All measurements post procedure were normal and stable. The device remains in service.